Event description:
It was reported through a service report that the backrest weld was broken around the yoke housing. The user facility was unable to determine if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: weld.